Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction with two 275cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including lupus, rheumatoid arthritis, scleroderma, and pneumonia. The patient stated that she had been diagnosed with autoimmune disorders from 2000 to 2006. The root cause of the patient¿s symptoms is unclear. In addition, mammogram performed on unspecified date indicated rupture (unknown side). At the time of this report, rupture is reported as left side. Mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2000 based on available information. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.